Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure place in the proximal right fallopian tube with a second device not been visualized in the pelvis/ the left fallopian tube does not contain an essure device') and fallopian tube perforation ('right essure curled and probably perforated') in a 31-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included asthma. Concurrent conditions included internal hemorrhoids. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no removal : unable to afford surgery. Hsg tubes not blocked, right essure curled and probably perforated, left device not in pelvis. Has bilateral salpingectomy, done after failed essure. Left ostium per standard procedure- 2 coils visible. Right ostium per standard procedure- 1 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depression lot number:50512943 manufacturing date:2010/06 expiration date:2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received: newly added events- fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure place in the proximal right fallopian tube with a second device not been visualized in the pelvis/ the left fallopian tube does not contain an essure device') in a 31-year-old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's concurrent conditions included internal hemorrhoids. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy,). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no removal : unable to afford surgery hsg tubes not blocked, right essure curled and probably perforated, left device not in pelvis has bilateral salpingectomy, done after failed essure left ostium per standard procedure- 2 coils visible right ostium per standard procedure- 1 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) - right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depression lot number:50512943 manufacturing date: 2010/06, expiration date:2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure place in the proximal right fallopian tube with a second device not been visualized in the pelvis/ the left fallopian tube does not contain an essure device') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) year old female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's concurrent conditions included internal hemorrhoids. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psych injury/ psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy,). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no removal : unable to afford surgery. Hsg tubes not blocked, right essure curled and probably perforated, left device not in pelvis. Has bilateral salpingectomy, done after failed essure. Left ostium per standard procedure- 2 coils visible. Right ostium per standard procedure- 1 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: failure to occlude (close) fallopian tubes. Imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) - right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : depression. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet and medical records received : case category updated to ¿serious incident¿. Lot number added. Reporters added. Event added- vaginal haemorrhage, menorrhagia, device dislocation. Event ¿psychological trauma¿ updated to events ¿depression and mental anguish¿. Concomitant product added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.